Event description:
It was reported that the procedure was to treat a lesion in the common femoral artery (cfa) with heavy calcification and the superficial femoral artery (sfa). The emboshield nav 6 embolic protection system (eps) was deployed with a viperwire guide wire and used in the procedure. Upon retrieval, the filter was able to be collapsed but only halfway due to too much debris and the wire, catheter and filter could not be pulled in the 6french (f) sheath. Forward force on the catheter was applied. The wire was pulled backwards and removed but the filter was sheared off. A portion of the filter was removed but the distal tip snapped off during retrieval. Attempted to aspirate the tip but unsuccessful. Fluoroscopy showed the tip started traveling and lodged in the anterior tibial (at). The physician was able to wire the at and a non-abbott stent was implanted to embed the separated tip and filter on the wall of the vessel. There was no adverse patient sequelae and there was no clinically significant delay in the procedure.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The nav 6 filter referenced in b5 is filed under a separate medwatch report number. D4: the UDI number is not known as the part and lot number were not provided.

Manufacturer narrative:
A visual inspection, functional testing and dimensional analysis were performed on the returned device. The reported difficult to remove was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficult to remove appears to be related to circumstances of the procedure. The guide wire was returned engaged in a nav6 catheter. The guide wire is fully intact with the distal spring tip seized within the nav6 filter. The guide wire spring tip was removed from the filter with resistance. It is possible that the incompatibility between the viperwire and the nav 6 contributed to the reported difficult to remove and damage to the nav 6. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: d4, h2, h3, h6 (codes 4755, 4118, 3233, and 11 no longer apply).

Event description:
It was reported that the procedure was to treat a lesion in the common femoral artery (cfa) with heavy calcification and the superficial femoral artery (sfa). The emboshield nav 6 embolic protection system (eps) was deployed with a viperwire and used in the procedure. Upon retrieval, the filter was able to be collapsed but only halfway due to too much debris and the wire, catheter and filter could not be pulled in the 6french (f) sheath. Forward force on the catheter was applied. The wire was pulled backwards and removed but the distal tip snapped off. Attempted to aspirate the tip but unsuccessful. Fluoroscopy showed the tip started traveling and lodged in the anterior tibial (at). The physician was able to wire the at and a non-abbott stent was implanted to embed the separated tip on the wall of the vessel. There was no adverse patient sequelae and there was no clinically significant delay in the procedure.